Event description:
Umbilical artery catheter was placed after birth. Early morning two days later, there was difficulty drawing blood from and flushing the umbilical artery catheter line and the arterial line was dampened. An md flushed the line using tpa and it continued to function until 0700 the next day. At that time blood could not be withdrawn from the line but it would flush. 3cc of 10 unit heparin was used to flush the line and it began to function again. The umbilical artery catheter continued to work until 0800 when it would no longer draw, flush or provide an arterial wave. An md changed out the catheter with another 5.0 fr argyle single lumen catheter. The new catheter would not draw or flush at the l4 position but would draw and flush if the line was advanced to the t8 position. An abdominal ultrasound was done on the pt at this time, revealing an aortic clot in the lumbar area. The umbilical artery catheter line was discontinued that afternoon and pediatric surgery placed a cutdown peripheral arterial line. At the time of this incident, the catheter was not suspected to be the cause. Within the next week, similar problems were experienced with 2 other pts that had the same brand and lot # of this type of catheter.